Event description:
The customer reported that a white plastic piece was found on a specimen that was removed from the patient during a lower anterior resection. The procedure was completed and there was no patient injury. Initial inspection of the device also noted other pieces were missing. It is unknown if those pieces fell into the patient cavity and, if so, if they were retrieved. The customer noted that this single-use device was previously re-sterilized.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.